Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a endoscopic esophageal variceal ligation procedure performed on (B)(6) 2021. Prior to the procedure, it was observed that the pulling loop was found on the wrong side at the distal part instead of the proximal portion of the speedband device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a150208 captures the reportable issue of suture stuck in ligator housing. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that that the handle assembly and ligator head were returned with the device. It was also noted that the trip wire was properly placed in the handle assembly. Additionally, the distal and proximal loop were observed on both ends of the trip wire. The ligator head returned without its protective shrink wrap and all bands were attached to the ligator head. The ligator head teeth were undamaged. The suture was intact and attached to the ligator head. There was evidence that the suture was pulled as it was moved slightly through the first band. This could have been generated unintentionally during unpacking or initial setup. The suture loop was properly located in the suture and was located in the proper side of the ligator head. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a endoscopic esophageal variceal ligation procedure performed on (B)(6), 2021. Prior to the procedure, it was observed that the pulling loop was found on the wrong side at the distal part instead of the proximal portion of the speedband device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.